Manufacturer narrative:
A ge representative evaluated the system and replaced the touch screen. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the system booted up with a touch screen error. No pt injury was reported.